Event description:
It was reported that: "all sizes of patella cutters have issues w/clogging. Cutters get through articular cartilage and the cutter is so jammed up, it won't penetrate bone. (B)(6) used and developed cutters in bend, or and loved the outcome. Since we have had a change in mfg process, cutters don't work on patients with hard bone."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.